Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced a blurry image problem during set up. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a bent outer tube, moisture under the cover glass, and a loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the device had a misaligned image due to a bent outer tube. The most probable cause of the reported event and the additional findings was traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.